Manufacturer narrative:
The c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with magnesium gen.2 (mg2) assay on a cobas 8000 c702 module. Initial result: 0.9 mg/dl. The physician questioned the initial result as it was critically low, and the sample was repeated. Repeat result: 1.9 mg/dl (tested on another c702). The repeat result of 1.9 mg/dl was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was last performed on 05-may-2025, and it was acceptable. The qc recovery prior to the event was within range. The alarm trace did not show any abnormality. The field service engineer checked the instrument and found no cause for the event. He replaced reagent probes, mixers, rinse mechanism tubing, and verified all probe adjustments. The customer performed calibration, qc, and patient samples. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.